Manufacturer narrative:
The investigation for this device is not yet complete. Also, additional information regarding the incident has been requested from the customer. An update will be provided once the additional information has been received and the investigation has been completed.

Event description:
Implant failure.